Event description:
It was reported that during a clinic visit, the health care professional (hcp) observed that this right ventricular (rv) lead exhibited high out of range shock impedances that measured greater than 125 ohms. The hcp stated that the physician plans on scheduling a commanded shock test for further lead integrity testing. At this time, the rv lead remains in service. No adverse patient effects were reported at this time.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) observed that this right ventricular (rv) lead exhibited high out of range shock impedances that measured greater than 125 ohms. The hcp stated that the physician plans on scheduling a commanded shock test for further lead integrity testing. At this time, the rv lead remains in service. No adverse patient effects were reported at this time. Subsequent additional information was received from the field representative that reported, during a follow up visit, the physician performed a defibrillation threshold (dft) test to further evaluate the rv lead. The dft test was successful. The physician reprogrammed the lead and will continue to monitor. At this time, the rv lead remains in service. No additional adverse patient effects were reported.